Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguenal hernia repair. According to the reporter: two staplers malfunctioned. Grinding, locking of handle, malformed staples observed. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the pt's cavity.